Event description:
Pt went in for a cryoablation at facility. Three days later pt went to hosp and had a diagnostic laparoscopy and was found to have a problem with their bowel, possibly froze during the procedure. They then performed a bowel resection. Co also found out that the pt is now 24 weeks pregnant.